Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. There was no additional adverse patient effects were reported. This s-ICD remains in service.